Manufacturer narrative:
The device has not been returned for evaluation as it is being returned to (B)(4) once it has been explanted. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure will be performed on an unknown date. As per the reporter, the rod snapped at the distal end of the construct. No patient injury was reported.